Event description:
The customer's biomedical technician reported to the service depot that on an unknown date a colleague cxe volumetric infusion pump had a malfunction of a downstream occlusion. The reported condition was identified during patient therapy in which therapy was stopped for an unknown period of time. There was not an adverse event, patient injury or medical intervention associated with this report. The uim (user interface module) master software(B) (4), (B) (4). There is no additional information available.

Manufacturer narrative:
(B) (4). The pump has been received and evaluated by baxter. The reported condition was confirmed but not duplicated. There was no assignable cause for the reported condition. There was no problem detected with the downstream occlusion sensor. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.